Manufacturer narrative:
The investigation concluded that higher than expected vitros amon results were obtained from non-vitros quality control (qc) fluids using vitros chemistry products amon slides in combination with two different vitros 5600 integrated systems. The most likely assignable cause of the event is incubator contamination related to environmental contamination by an ammonia-based cleaning product. The customer reported that an ammonia-based cleaning product is used in the laboratory in the proximity of the two vitros 5600 systems. It is likely the affected instruments were exposed to the ammonia-based cleaner which may have caused analyzer incubator contamination. The reference guide for the vitros 5600 integrated system indicates, ¿never use ammonia cleaners on or near the system¿. The customer was not following ortho recommended protocol resulting in user error. Both vitros 5600 systems were affected during the same time period and failed precision testing. A field engineer (fe) visited the site and recommended incubator cleaning. Based on historical quality control results a vitros amon reagent performance issue is not a likely contributor to the event, however, the reagent could not be entirely ruled out. In addition, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros amon reagent lot 1017-0247-4591.

Event description:
A customer reported imprecise results obtained from non-vitros quality control (qc) fluids using vitros chemistry products ammonia (amon) slides on two different vitros 5600 integrated systems. Non-vitros biorad control fluid (lot 54210) level 1 amon result of 500 umol/l versus an expected result of 21.1 umol/l (analyzer (B)(4)). Non-vitros biorad control fluid (lot 54210) level 2 amon results of 95.5, 97.3, 131.6, 104.4 and 99.1 umol/l versus an expected result of 77.5 umol/l (analyzer (B)(4)). Non-vitros biorad control fluid (lot 54210) level 2 amon results of 102.6 and 97.7 umol/l versus an expected result of 77.5 umol/l (analyzer (B)(4)). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected results were attained from qc fluids. There were no patient results reported outside the laboratory and there were no allegations of patient harm. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).